Event description:
During a pfa (pulsed field ablation) atrial fibrillation and atrial flutter procedure a cardiac perforation occurred requiring a pericardiocentesis. Geometry was created in the left atrium with an advisor hd grid catheter inserted through a (B)(6) (faradrive) sheath. The advisor hd grid was then exchanged for a (B)(6) (farawave) ablation catheter that was advanced over a (B)(6) (rosen) wire. The wire did not fully advance out of the left superior pulmonary vein and the (B)(6) (farawave) catheter was angled anterior to posterior near the left superior. It was difficult to get the catheter to the left superior vein, so the (B)(6) (farawave) catheter was pulled back to flower orientation. The whole system was clocked and readvanced. The system went more posterior and coaxial to the left superior pulmonary vein, and it was clear that it was ostial to the vein. The physician decided to check for an effusion with the ice catheter, and there was one noted. The effusion measured at 0.8cm but increased to 1.5cm in just a few minutes. The physician aborted the procedure and removed the catheters from the left atrium. A pericardiocentesis was performed and the patient was then taken to CT (cardiothoracic surgery) surgery. The perforation occurred at the base of the appendage outside the left superior pulmonary vein and near the roof. The patient is stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).